Manufacturer narrative:
Pt info: unk. This product is not marketed in the us. Health effect impact code (B)(4). Work order search: no similar complaint type(s) were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -16.5/1.0/40 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was removed and replaced with a shorter length lens due to significant reduction of irido-corneal angles and excessive vault on (B)(6) 2022. This resolved the problem.cause of the event is reported as unknown.